Event description:
It was reported that the implantable neurostimulator (ins) could not be interrogated with the clinician programmer (cp) as the ins was in a discharged mode. The discharged ins had occurred because the patient had been in the hospital for an infection and was not able to charge the ins. The cause of the infection had not been determined, but the device had been implanted on (B)(6) and the patient had been hospitalized for the infection on (B)(6). The patient had been in the hospital for 9 days and was on antibiotics from that time until the date of this report. The patient was scheduled for an appointment with a healthcare provider (hcp) and manufacturer representative to occur on (B)(6). No further interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient did have an infection, but it was completely unrelated to the spinal cord stimulator device. Therefore, the physician didn¿t have any information on this. The patient was hospitalized due to the infection somewhere else (unknown to the physician and rep) and the patient just couldn¿t recharge her device when she was there, which is why her device went into discharge. The rep saw the patient ¿not too long ago¿ and her device was working well and the patient was receiving therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
Follow up information received reported that the patient's infection had cleared with no new signs of the any infection. It was noted that the patient did not have meningitis. The patient was reported as getting adequate coverage with their ins since the last programming session on (B)(6) 2014. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).